Event description:
The customer reported to customer service that her pump in style breast pump has low suction and she has mastitis. The customer also stated that she thinks the pump may have been bumped around on the plane while she was on a trip.

Manufacturer narrative:
The customer service representative had the customer remove the faceplate, clean and check the diaphragm and reattach. The customer tested the pump and stated that the suction issue was resolved and the suction was much better. The customer is not returning the pump for evaluation as she is going to continue to use. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issue of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis. Riordan and wambach, 4th ed. P.294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.